Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a 20 unit bolus without user interaction. Blood glucose level was 147 mg/dl. Review of the pump data logs by tandem technical support verified that the pump screen was unlocked and the bolus was manually requested by the customer. Pump was functioning as intended. Multiple attempts were made to relay the information; however, the customer did not respond.